Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, there was a sudden drop in blood pressure from 100mmhg to zero mmhg while ablating the right inferior pulmonary vein (ripv). The case was aborted while the patient was not under general anesthesia. It was also reported that cardiac arrest occurred and resuscitation was started. The patient was then placed under sedation. The patient had an extended hospitalization, as the patient remains in the intensive care unit (ICU) on extracorporeal membrane oxygenation (ECMO). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that ECMO was not in use anymore and the patient was recovering slowly but is still intubated.